Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device's ECG function failed. There was no patient involvement.

Event description:
Philips healthcare received a complaint from a customer stating that the ECG had no function. There was no reported patient impact. The device was not clinical use at the time the reported issue was discovered.